Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely caused due to liquid immersion in the scope connector. However, a definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Liquid immersion in the scope connector.

Event description:
It was reported that during reprocessing the gastrointestinal videoscope exhibited blurry and distorted image. There was no patient involvement in this event.